Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the noisy image, the cause was due to damage on the imaging unit, and for the sticky scope connector cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a noisy image and a sticky scope connector cover. There was no patient involvement.